Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the electrode migration and the patient requiring serial MRI for a medical condition. The patient has not been reimplanted with a new device as of the date of this report.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the extrusion of implant rather than electrode migration.